Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a esophagogastroduodenoscopy procedure performed on (B)(6) 2009. According to the complainant, the patient was being treated for a dieulafoy lesion. The lesion was located proximal to the ampulla and was bleeding. They could not use an egd scope because it would not make the turn in the patient's anatomy. An ercp side viewing scope was used for the procedure. The device was introduced into the scope three times and they were able to control the bleed. When they attempted to remove the device from the scope, at the completion of the procedure, the gold tip began to separate from the catheter. Nothing fell off inside the patient. The tip stayed on until the removal through the biopsy cap, at which time the tip fully separated. The staff was able to retrieve it by hand. No patient complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be okay.

Manufacturer narrative:
The device has been received by this manufacturer; however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).